Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had fiber-optic sensor module failure.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-university of (B)(6) med ctr. A supplemental report will be submitted upon completion of our investigation.